Manufacturer narrative:
Additional information received: it was reported that there was no movement of the graft cover when attempting to deploy the stent and no stent stent was exposed. The device packaging was intact before use, and no issues were found during inspection of the device. The hydrophilic coating was activated and the procedure was performed according to the instructions for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported deployment issue could not be fully confirmed based on the brief films available; therefore, the cause of the event cannot be conclusively determined. The available videos were of suboptimal quality and short duration (6 and 4 seconds), capturing o the insertion and removal of the delivery system from the contralateral gate. Angiograms of the actual deployment attempts were not available, preventing a comprehensive assessment of the event and identification of possible contributory factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the etlw1616c124ee stent graft was successfully advanced into the vessel lumen at the distal end of the left common iliac artery. When the physician attempted to rotate the blue handle to deploy the stent, it could not be rotated, and the trigger for rapid deployment failed , resulting in the stent being unable to be deployed inside the patient¿s body. A new stent of the same model was implanted and successfully deployed. According to the physician, the cause of the event cannot be determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.